Event description:
It was reported that an allergic reaction to the pod's adhesive caused excessive itching and a rash while wearing the pod longer than 48 hours. Symptoms began 3 days into usage. Patient visited physician and was prescribed tramcinolone .025% 15gm cream and was instructed to use twice a day for 7 days; levocetirizine 5 mg to take 1 pill per day for 7 days; methyiprednisolon tablet 4 mg 5 days, 1st day take 6 tablets, 2nd day take 5 tablets, 3rd day take 4 tablets, 4th day take 3 tablets, 5th day take 2 tablets and 6th day take 1 tablet.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that an allergic reaction to the pod's adhesive caused excessive itching and a rash while wearing the pod longer than 48 hours. Symptoms began 3 days into usage. Patient visited physician and was prescribed tramcinolone .025% 15gm cream and was instructed to use twice a day for 7 days; levocetirizine 5 mg to take 1 pill per day for 7 days; methyiprednisolon tablet 4 mg 5 days, 1st day take 6 tablets, 2nd day take 5 tablets, 3rd day take 4 tablets, 4th day take 3 tablets, 5th day take 2 tablets and 6th day take 1 tablet.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause the reported failure. The cause of the reported event could not be determined.